Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cuff leak on the tracheostomy tubes. This issue was solved by replacing with a new bivona (B)(6), with different lot number. There was no patient involvement and no patient harm/adverse event reported.